Event description:
A peritoneal dialysis registered nurse (pdrn) contacted (B)(6) customer service to report blood blisters under island dressing adhesive. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).